Event description:
It was reported that during an unk treatment procedure, the maverick2 monorail balloon ruptured at 10 atm on the second inflation. The lesion was located in a unk, non-tortuous, clacified and 90% stenosed vessel. The first inflation was to 10 atm. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when analysis is complete.